Event description:
It was reported by service report that the calf rest screw broke off in the foot rest assembly and the left calf rest could not be used. No patient involvement or adverse consequences are reported.